Event description:
A nurse mgr reported that an intraocular lens (iol) was soft and had a mark on it. There was no pt involvement.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 01/08/2009 and 01/29/2009 by mail; and received by phone on 02/03/2009.